Manufacturer narrative:
Correction: b1, b2, h1, h6 (annex f). Additional information: b5, b7. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 11jun2025. It is unknown if there were difficulties in the index procedure. The case was completed 10 years ago. The graft was not altered prior to implant. It is unknown if any part of the procedure was performed off label or out of patient selection criteria. It is unknown if the patient was prescribed any anticoagulant or antiplatelet medication before the index endovascular aortic repair (evar) procedure or after the placement of the grafts. The limbs were relined with competitor's grafts to treat the kink/occlusion. The procedure to treat the kink/occlusion was successful.

Manufacturer narrative:
E1 - phone: (B)(6) h3 - device evaluated by mfg?: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the left zenith flex with spiral-z technology aaa endovascular graft iliac leg was kinked following implantation during an endovascular abdominal aortic aneurysm repair (evar) for a male patient. There was no intervention to reinforce the graft leg. As a result, the kink became worse, and the limb occluded. Additional information regarding event details and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation. Cook was notified that a zenith flex with spiral-z technology aaa endovascular graft iliac leg had thrombosed. The male patient underwent endovascular aortic repair (evar) on (B)(6) 2015. The ¿possibly obese¿ patient did not have particularly calcified vessels. However, there was some tortuosity. The following cook devices were implanted during the procedure: zenith low profile aaa endovascular graft main body (rpn: zalb-30-118). Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-107), placed on the right. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-24-74-zt), placed on the left. The grafts were not altered prior to implant. It is unknown if any part of the procedure was performed off label or out of the patient selection criteria. The physician who performed the initial procedure has since passed away. Their cook sales representative indicated that they were told that there was a slight kink in the left limb, from early on that was not addressed and gradually got worse without intervention. The patient required a follow up procedure where the limbs were relined with another manufacturer's stent to treat the occlusion. No imaging was provided for this event. No information was provided regarding the anti-platelet or anticoagulation medication therapy prescribed, the efficacy of the medication(s), or the patient¿s compliance with the medication therapy. No information was provided regarding the patient¿s pre-existing conditions or co-morbidities that may have contributed to the development of thrombus. Reviews of documentation including the complaint history, device history record (DHR), drawings, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications for the device were conducted during the investigation. The complaint device was not returned for investigation as it remains within the patient. The representative initially indicated that imaging from the last couple of years was available. However, additional attempts to obtain the imaging were made, but the imaging was not provided. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed zero nonconformances. A complaint history search did not identify any other complaints against this lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev3 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysms, size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment, and follow-up: zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g, cancer) may be at an increased risk of a thromboembolic event. The zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia lengths. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z endovascular aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: aortic damage, including perforation, dissection, bleeding, rupture and death. Arterial or venous thrombosis and/or pseudoaneurysm. Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; pergraft flow; and corrosion. Graft or native vessel occlusion. Renal complications and subsequent attendant problems (e.g., dehiscence, infection). Vessel damage. 7.1 individualization of treatment. The risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. The risk of aneurysm rupture compared to the risk of treatment with zenith spiral-z aaa iliac leg. Patient¿s ability to tolerate general, regional or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall). Freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information. In addition to the risks and benefits of an endovascular repair, the physician should assess the patient¿s commitment and compliance to postoperative follow-up as necessary to ensure continuing safe and effective results. Listed below are additional topics to discuss with the patient as to expectations after an endovascular repair: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11 directions for use: anatomical requirements. Iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. Evidence provided by the complaint facility, DHR, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided and the results of the investigation, cook was unable to establish a definitive cause of the failure. Although patient anatomy and condition may have been contributing factors, it is not possible to determine this definitively without imaging. The product IFU list thrombus/occlusion as a known inherent risk of the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d10. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 23jul2025. The patient's vessels were not particularly calcified, but there was some tortuosity. It is unknown if any part of the procedure was performed off label or out of the patient selection criteria as the implanting physician has since passed away. The only information provided was that there was a slight kink on the limb early on that was not addressed. It is unknown if the patient was prescribed antithrombotic medication after the evar. It is also unknown if the patient was compliant in taking the medication if antithrombotic medication was prescribed. The treating physician indicated the grafts were relined with a competitor's graft.